Manufacturer narrative:
Suspected device evaluated by ok biotech and concluded that the meter and strips operated within specifications. The meter current test is 1.6ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons were ok. Tested the suspected meter with suspected strip and retained strips with in house control solution. The readings of control solution test for low level are: 36/37/35/32 mg/dl; for high level are: 228/226/241/238 mg/dl, the request gcs range is low: 25 approximately 70 mg/dl; high: approximately 200 - 300 mg/dl. All results were within the acceptable range.

Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 around 2:00 pm. Pt (rp) was away from home when the actual event occurred. Pt's blood glucose reading before he left home was 163mg/dl. While away from home, pt stated that his blood glucose level was low and he was feeling lightheaded, shaking and sweating. Pt was taken home by an unidentified person. Paramedics were called 4 hours after the initial testing with the prodigy meter. Pt stated that paramedics performed glucose test but he did not remember the results. Pt stated that paramedics informed her that the prodigy meter test results were 40 points higher than theirs. Pt was not taken to emergency room. Pt was administered glucose tube by paramedics. Pdc sent replacement and prepaid envelope requesting return of suspect device. (B)(4).